Event description:
It was reported that swelling was observed at insertion site. Leak was confirmed by presence of contrast media in tissues on contrast aided x-rays.

Manufacturer narrative:
A complaint history review of lot #22bn2862 showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.